Event description:
On (B)(6) 2025, during a radial access carotid stent procedure, the user observed a kink and a small hole on a zebra catheter after completion of the procedure and following removal of the device from the patient. The procedure was completed successfully and without reported patient injury, and the device was set aside for return evaluation. The user reported that no resistance or torquing was encountered during use. Evaluation of the returned device confirmed a catheter breach/fracture approximately 12 cm from the hub, as evidenced by fluid leakage during flushing. Three kink locations were identified along the catheter shaft; however, only one location exhibited a confirmed breach/fracture, with the remaining kink regions showing no visible breach characteristics. Microscopic and visual inspection of the fracture region showed uniform reinforcement cut spacing with no indication of reinforcement fracture. The observed damage pattern was consistent with localized overstretching between reinforcement cuts resulting in shearing of the outer jacket and a slight opening of the internal ptfe liner. No evidence of design or manufacturing nonconformance (e.g., improper lamination, abnormal feed gap, exposed reinforcement, or structural anomaly) was identified.